Event description:
This report is being filed upon notification from our mr manufacturer in other country, the netherlands to submit this incident that occurred in another country. Problem: pt was being prepared by the mr technician for a mr scan. The pt attendant entered the mr room with scissors in his pocket. When he was trying to assist with the pt, the scissors flew from his pocket into the mr technician's forehead. He was immediately operated on and the scissors were removed from his head.

Manufacturer narrative:
(Conclusions) - (other) - it is a known issue that no magnetic materials should be brought into the mr examination room. The instructions for use contain extensive warning related to this issue.